Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating access into the abdomen during a laparoscopic procedure, the obturator was detached and fell out of the cannula. A new 5mm trocar was opened and used to complete the case. There was no patient injury.